Manufacturer narrative:
Device evaluation 02/26/2018: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) and defibrillator boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is contamination on the j1003 connector. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not recognize a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective charger or monitor.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not properly charging the battery packs. In addition, the patient's monitor was returned for an unrelated reason. During evaluation, a reportable problem was found. The monitor would not power on.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not recognize a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective charger or monitor.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not properly charging the battery packs. In addition, the patient's monitor was returned for an unrelated reason. During evaluation, a reportable problem was found. The monitor would not power on.